Event description:
It was reported that the bd ultra-fine¿ needle and hub separated from the bd insulin syringe during use and remained stuck in the shield. The following information was provided by the initial reporter: "consumer reported, when she removes the shield, needle and hub get stuck inside shield stated, its been happening alot from this box."

Manufacturer narrative:
H.6. Investigation: customer returned (1) loose 1/2cc, 8mm, 31g syringe with the shelf carton from lot # 9294614. Customer states that the needle hub separated. The syringe was returned with the hub-needle/shield assembly separated from the barrel. A review of the device history record was completed for batch# 9294614. All inspections and challenges were performed per the applicable operations qc specifications. There was one (1) notification [200852357] noted that did not pertain to the complaint. Process summary: automatic syringe assembly machine, which feeds 0.5ml, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, and logbook entries were looked at, nothing pertaining to this defect was found. Root cause for this defect cannot be determined. CAPA#1122103 has been opened to address this issue.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ needle and hub separated from the bd insulin syringe during use and remained stuck in the shield. The following information was provided by the initial reporter: "consumer reported, when she removes the shield, needle and hub get stuck inside shield stated, its been happening a lot from this box."